Event description:
It was reported that the device alarms for no apparent reason- check IV set alarm. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 01/03/2011 to the present date 10/01/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(4) was performed from date of manufacture 01/03/2011 to the present date 10/01/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
It was reported that the device alarms for no apparent reason- check IV set alarm. It was reported there was no patient involvement.